Manufacturer narrative:
Device still implanted.

Event description:
Roi-a : revision due to pseudarthrosis/low back pain. First surgery on (B)(6) 2014 for arthrodesia in l5 s1. Patient still have pain (pseudarthrosis/low back pain) after this surgery. Revision to add plate and screws in l5 s1 on (B)(6) 2016. Review of the case during complaint meeting on (B)(6) 2017 : surgeon should have added plate and screw from the beginning because of patient isthmic lysis (cf. § indications in roi-a IFU, instability required additional fixation system) the review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.